Event description:
During a meniscal repair procedure, the suture was cut by the insertion needle. The 't' was left in the patient. Suture broke when surgeon was pulling on it. There was a 5 minute delay in the procedure.